Event description:
Reportedly, a 27mm valve was explanted after an implant duration of approximately 4 years 3 months (51.40 months) due to endocarditis. The customer reported that a perimount 690027 was implanted for mitral valve replacement (mvr) to correct mitral regurgitation (mr) on (B)(6) 2007. On (B)(6) 2012, the valve was explanted and replaced with a perimount 6900ptfx25mm due to infection. At explant, leaflet deterioration caused by infection was observed. A 23mm aortic valve was also explanted due to endocarditis (see report for s/n (B)(4)). The customer commented that this infection was considered to be caused by dental therapy. The patient was under treatment as of (B)(6) 2012. The customer commented that this explant was within expectation and not device related. The valve was not returned due to the infection.

Manufacturer narrative:
Device not returned. The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. The device will not be returned due to a reported infection. The source was given as possibly dental but the exact type was not confirmed. No additional patient information has been provided. Conclusion: late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. In this case, we are unable to conclusively determine the root cause for explant of this device without further information or return of the device for evaluation.